Event description:
1 event description guidant received information that the endotak lead was oversensing and an inappropriate tachy shock was delivered to the patient. Lead noise was seen on the egram. Damage to lead insulation and a break in the is-1 terminal pin were observed during the lead revision. The rate sense portion of the lead was capped and a new guidant lead was successfully implanted.